Event description:
Healthcare professional reported right side "deflation." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, fold creases, wear abrasion, yellow particles inside of the device. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify a crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening.

Event description:
The device has been explanted.